Manufacturer narrative:
Strain relief. The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. Based on the serial number provided, the connector type is assumed to be a strain relief. If returned, visual examination may confirm or determine another taper type associated with this event. Further information has been requested of the initial reporter regarding: implant date, explant date, and relevant patient information. To date, no additional information has been received by apollo. Device labeling addresses the reported event of port leak as follows: adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Unplanned deflation of the band may occur due to leakage from the band, the port or the connecting tubing.

Event description:
Reported as: the patient's lap-band system was reported to have the "fill volume incorrect at clinic adjustment." The port will be removed and replaced.